Manufacturer narrative:
Citation: mccarthy et al. Long-term outcomes after melody transcatheter pulmonary valve implant in patients weighing =30 kg. Jacc cardiovasc interv. 2026 jan 12;19(1):80-92. Doi: 10.1016/j.jcin.2025.10.049. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding long-term outcomes after melody transcatheter pulmonary valve replacement (tpvr). The study population included 199 patients who were predominantly male with a mean age of 8.3 years old and a mean weight of 23.3 kg. All patients were implanted with a medtronic melody transcatheter bioprosthetic valve. Among all patients, five deaths occurred: procedure-related secondary to coronary compression during tpvr (1); sepsis related to endocarditis (2); hemorrhagic stroke (1); and multisystem disease (1). Among all patients, other clinical observations included: elevated peak gradient >15 mm hg, endocarditis, rvot obstruction, and pulmonary stenosis or regurgitation requiring reintervention. No further information was provided pertaining to medtronic products.